Manufacturer narrative:
Device eval begun, but not yet completed.

Event description:
It was reported that the cap that seals the monitoring port of the device, when port is not in use was loose, or was detached in the packaging or became detached during anesthesia. No effects on pts were reported.